Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low defibrillation and insulation impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: a4 missing patient weight should have been 147 lbs.